Event description:
It was reported that the patient presented for follow-up. Upon interrogation, it was found that the leadless pacemaker exhibited failure to sense, failure to capture, and high impedance. X-ray was performed and verified that the leadless pacemaker had dislodged and traveled outside its intended chamber. The leadless pacemaker was retrieved. The patient was stable.